Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed); proximal segment returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage; proximal segment returned and analyzed.

Event description:
Infection with vegetation was reported. The leads were removed. No further patient complications have been reported as a result of this event.